Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from biomedical: I have a g5 that was "auto triggering" on patient. Rt said they swapped circuit and made sure intelicuff was inflated. Issue persisted so they swapped out with another g5, and that fixed issue. No psr. I pulled attached logs (B)(6) and ran overnight. Could not duplicate during overnight burn in. I then went through test software today and ran all test. Cnd. I did make it throw a tf5505 during test software today because I over-inflated mixer during leak test. (Not because of failure) looks like it doesn't in appear in logs though as it happened in test software I went back in work order history and could not locate sensor board being replaced since purchased.